Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
Facility alleges that a female pt's foot was cut when the sabina foot tray they were standing on cracked. Pt stood on the foot tray. Tray was old and tray support broke pinching and cutting pt's little toe on left foot. Pt was cleaned and bandaged. New tray was ordered, installed and the lift is back in service.